Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. It was noted that the implantable cardioverter defibrillator was in backup vvi mode. The patient was brought in clinic and a device restoration was performed successfully. No patient consequences were reported. The patient was to continue with regular follow up in clinic.